Event description:
The customer reported via phone call that she had recently moved and her insulin pump fell. Customer stated that her blood glucose has been all over the place. Customer noticed that her insulin was still on the same amount filled and it does not seem to be moving to deliver insulin. Customer stated that the pump was dropped and the clock and date keep changing. Customer stated that she will correct it but it will change again on its own. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was losing time. Customer stated that her blood glucose has been from 60-400 mg/dl and she was changing her batteries every 2 days. Customer stated that the loss is greater than 3 minutes within 10 days. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for her high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.